Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of greater than 2000 ohms, oversensing, and insulation damage at the terminal end. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.